Manufacturer narrative:
Date of event was listed as "on (B)(6) 2022". However, the actual event date could not be confirmed, therefore, the event date was listed as the manufacture date as the event could have only occurred after manufacture. The product investigation was completed. Device evaluation details: one carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. Microscopic examination of the hemostatic valve surface has shown evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. The functional test was performed, in accordance with bwi procedures. The device was connected to the carto3 system and was visualized correctly, and no errors were found. A device history record (DHR) for lot number: 00001997 was conducted and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was received by the biosense webster, inc. (Bwi) product analysis lab on 03-aug-2022 with no accompanying information, and was processed on 01-sep-2022. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the hemostatic valve was dislodged inside the hub component. As a result, this will be reported to FDA. Hemostatic valve separation is MDR-reportable.